Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a (B)(6) pairing failure between the transmitter and g5 mobile application. No additional patient or event information is available. The complaint states that the patient reported a bluetooth pairing failure. Data was provided for evaluation. The reported allegation was not confirmed by data, but the data evaluation confirmed a loss of connection. The root cause could not be determined post-investigation. Based on the findings of loss of connection, this issue has been upgraded from non-reportable to reportable.